Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used easypump ii lt 125-25-s without packaging. The provided sample was subjected to a visual examination. Damages or other defects were not detected at the sample. In addition the sample was filled up to the nominal value (125 ml) and a functional test respectively a leak test was carried out. After opening the clamp clip and starting the pump, the pump worked immediately (solution was running). Leakages were not detected. Furthermore the flow rate of the pump was tested. Nominal: 5 ml/h actual: 6.0 ml in 1 h; 13.6 ml in 2 hrs; 84.6 ml in 19 hrs. The measured values are within our specifications. A too fast flow (as described by the customer) could not be determined at the inspected sample. Device history record (DHR): reviewed the DHR of the complaint batch, there is no abnormality and similar defect detected at in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): solution / fast flow